Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator over-sensed far p wave and incorrectly identified the episode as ventricular fibrillation. No interventions were performed. There were no patient consequences.